Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: it should be noted that the freestyle flash meter displays "lo" for readings below 1.1 mmol/l.

Event description:
A customer reported receiving erratic readings on their freestyle flash blood glucose meter within ten minutes. Results of 0.3 mmol/l and 5.7 mmol/l were plotted against the average on a parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.